Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, while firing the device on the renal vein, the clip caused the renal vein to tear. It is unknown what caused the tear or if the clip was malformed. There was bleeding noted as a result of the tear. Blood loss was estimated at 50mls. No blood products were given to the patient. It is unknown which firing this occurred. Another clip applier was used to control the bleeding and complete the procedure. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.